Manufacturer narrative:
Complaints of no pacing, no sensing and ra connector anomaly were not confirmed. The device was tested on the bench, and no anomalies were found.

Event description:
It was reported that during device implant procedure, loss of atrial pacing and loss of sensing were observed. The device paced the ventricle normally. The device atrial port was suspected to be defective. The device was not implanted and was replaced. The patient was stable.